Manufacturer narrative:
The device history record review did not indicate any exception that could lead to the reported incident. No sample was available for investigation. Five photos were provided. Four were of used surgical towels and one was of a device with blood. There were no abnormalities found on the towel. According to supplier, the blue or towel is made of cotton, so cotton fiber is born. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suction machines have been installed in grey cloth rolling process, dyeing process, and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer. Based on the investigation, there were no abnormalities found during production of the or towels; therefore, the root cause could not be determined. We will continue to monitor trends for this type of incident.

Event description:
Customer reported an abundance of lint from the blue cotton or towels pwtb04-stm, from the san3bclk11 cath lab tray. Lint was found in the coronary arteries and removed successfully with no injury or adverse effect to the patient.